Event description:
It was reported that during a j-pouch procedure, the device was fired to complete the anastomosis. The anvil head was stuck and they could not remove the device. Upon inspection, it looked as if only a section of the stapling was secure and activated as the sutures of the purse string were stuck in-between the anvil head and the gun itself. After much manipulation and tugging, the anastomosis tore out. After much deliberation, the wound was sewn up until the arrival of another surgeon to assist in re-manufacturing another anastomosis to the dentate line. It is unknown how the procedure was completed. The customer disposed of the device; no device will be returning.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Received the following response on 5/27/2010: difficult to assess which part of the staple line was not formed but it appeared to be about 40% not completed activated. Adjusting knob was turned as stipulated. Rotated the device 90 degrees as required in both directions but device would not dislodge! Donuts were unable to be properly inspected as they were totally incomplete and messed up due to the inactivation of the staples and the tearing out from the attempted anastomosis. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.